Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead which was causing the patient discomfort when lying on their side. Programming around the stimulation was to be attempted and the lead was ultimately programmed off. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.